Event description:
It was reported that the vns patient passed away. The coroner reported that the autopsy was being performed, but that sudep was suspected. It was reported that the device was explanted and the patient's mother was in possession of the explanted device. It was reported that the patient was in the county detention center where he was isolated from the rest of the population. The patient was found unresponsive in his room. The autopsy report was received noting the cause of death as sudden unexpected death in epilepsy (seizure disorder). It was noted that the patient was reportedly non-compliant with his medications and that he had a witnessed seizure approximately four hours prior to being found dead. There were no injuries found that contributed to the patient's death. The cause of death was listed as seizure disorder and the manner of death is natural.

Event description:
Analysis for the generator and lead was completed. The generator case was punctured (most likely at explant) allowing fluid into the circuit board area. The unit was confirmed to be at end of service condition as result of battery depletion. Another contributing factor for the depleted battery is excessive current drain caused by foreign matter on the pcb. Due to electrical component damage from the fluid ingress, electrical testing could not be performed. Programming history demonstrates proper circuit operation during implant life of the generator, which further supports the fact that the case damage most likely occurred during the explant process. Other than the explant-related puncture in the pulse generator case and the foreign matter on the substrate (with resultant damage to the circuit and battery), there were no additional performance or any other type of adverse conditions found with the pulse generator. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
The physician noted that the patient was received vns therapy at the time of death. The physician noted that vns was not related to the cause of death. It was reported that the patient had no drug or alcohol abuse, or cardiac or respiratory problems. The patient's mother believes that the police did not utilize the magnet to abort the patient's seizures while in jail. The patient's mother reported that the patient passed away from back to back tonic-clonic seizures. The explanted generator and lead were sent for analysis on (B)(4) 2014. Analysis is underway, but has not been completed to date.

Event description:
A news article was published regarding this patient's death. Within the report, the mother reported that the jail that the patient was detained at prior to passing documented showed that the patient had his vns magnets confiscated, and the mother assessed may have contributed to his death. In addition, the written report also state that week prior to his death, the patient refused to take medications prescribed to address his epilepsy and the nurses complied with patient's desires and moved on. The attorney representing the family stated that because the patient was developmentally disabled, he could not make these decisions on his own and jailers should have forced him to take the medications. In the mother's opinion, the magnet could have prevented his passing. No additional relevant information has been received to date.

Event description:
A news article was received which reported the patient had a series of violent seizures, fell off his bed and passed away with his head under a desk. It was reported that the patient was not provided prompt and appropriate medical attention and treatment. No additional relevant information has been received to date.